Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular neck - right . Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patient is experiencing unspecified symptoms. The following measurements were recorded at 28 months since index surgery: cobalt - 9.4; chromium - 3.4. This event details the patient's right hip implantation. The patient has rejuvenate modular femoral stem devices implanted in her left and right hips.

Manufacturer narrative:
An event regarding unspecified symptoms involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The super and chs complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported unspecified symptoms is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is experiencing unspecified symptoms. The following measurements were recorded at 28 months since index surgery: cobalt - 9.4; chromium - 3.4. This event details the patient's right hip implantation. The patient has rejuvenate modular femoral stem devices implanted in her left and right hips.